Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed system verification and was unable to reproduce the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse performed system verification. Fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon experienced issues with ¿holding and moving things¿ on universal surgical manipulator (usm) 3. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: since the issue the site encountered was not isolated incidence and occurred on and off for weeks it did not affect the patient care as the surgeon was still in control of the robot arms during the surgery. The site was not able to provide patient's information.